Manufacturer narrative:
We are unable to determine the cause or factors that may have contributed to this event. Simulated clamping tests to validate that the clamp will function as intended on the catheter extension is performed. The clamps are run through over 1,000 cycles and visually examined for excessive wear (physical deterioration, and cracks).

Event description:
Dialysis initiated using the patient's avf. The venous needle infiltrated and the dialysis treatment was converted to using the patient's right internal jugular catheter, it was noted the arterial red clamp was cracked and unable to be clamped. Dialysis treatment was terminated, catheter ports flushed and capped. Upon patient ambulating to scale patient began coughing, complained of shortness of breath and severe chest pain. 911 was called. Patient was transported to the hospital and admitted. Patient was discharged from the hospital 3 days later.